Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had prime anomaly. The customer's blood glucose level was in the range of 250-300 mg/dl. The customer reported that the insulin pump squirts insulin during priming. She thought she was holding the button down too long; however, it was found that there was no issue with the button. The customer also reported that the insulin pump had diminished battery life, it had rejected new batteries, the pump was slower or louder during rewind, and the back light was not as bright as it was used to be. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device back light properly and no back light anomaly or rewind/loud noise anomaly noted during testing. No unexpected prime/fill anomaly noted during testing.